Event description:
The pt's physician reported the pt experienced elevated blood glucose of 505 mg/dl and ketoacidosis. Symptoms of elevated blood glucose were vomiting, headache, stomach ache, and weakness. The physician programmed a bolus through the infusion device and the pt's blood glucose lowered to 240 mg/dl. The physician injected insulin via pen and changed the infusion set and the pt's blood glucose remained elevated. After 5 hours of injections, the pt's blood glucose returned to normal. The pt's father does not believe the infusion device or accessories are related to the pt's condition. No further info is available. No product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.